Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The site coordinator called to report an issue with the subject's insulin pump. Subject reported that the pump was moving slower when he pressed the buttons and was not responding as quickly when he touches the buttons.